Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be seen, however, this does not assure us that there is still a failure of the process. Based on this the failure mode cannot be confirmed. DHR review could not be completed as the lot number was not provided.

Event description:
Information received a smiths medical tracheostomy/silicone - bivona tubes adult tts trach is hard to clean despite following IFU. Similar issues reported in (B)(4).